Event description:
It was reported that approximately 6 month post lens implantation the lens was explanted and replaced due to opacification. The original lens implantation was during a combined procedure. Pt had a triamcinolone intravitreal injection on (B)(6) 2013. Opacification of the lens was noticed on (B)(6) 2013. The pt has a history of hypercholesterolemia, thyroid carcinoma, hypertension, cardia arrhythmia, and retinal detachment.

Manufacturer narrative:
The lens was returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.